Event description:
Customer reported that pump screen was dark and would not turn on. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.